Manufacturer narrative:
The reported events of difficulty removing the guidewire and lead damage were confirmed. A complete lead was returned in one piece. The stylet that was used in the field was not returned for analysis. The connector pin with the crimp sleeve were found pulled out from the connector assembly stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the guidewire from the lead. The cause of the reported events was due to the blood/ body fluids found inside the inner coil that prevented the removal of the guidewire and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead had the guidewire stuck inside and was difficult to be removed. The lv lead was damaged after removing the guidewire. The lv lead was not used and replaced on (B)(6) 2024. The patient was in stable condition.